Event description:
It was reported that during unpacking before a lithotripsy procedure, there were black spots on the fiber lens. The procedure was completed with another fiber without patient complications. Analysis of the returned device identified a connector fractured.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscope inspection of the fiber could not identify the black spots initially reported due to the internal fracture and burn marks on the face of the connector; therefore, the initial allegation was not confirmed. The visual inspection concluded that the fiber was received and there were no defects on fiber. During the microscopic analysis it was observed distorted light exiting the connector face, indicating an internal connector fracture. In addition, the inspection confirmed the connector presented burn marks. The identified connector component fracture likely occurred due to procedural handling of the fiber during setup or use. This anomaly could lead to an insufficient aiming beam or low laser energy output and up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. The IFU mentions to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. The fiber face should be free of excessive pits, scratches, discoloration, or debris. Using the fiber with such defects may destroy the fiber and damage the laser. A risk review was completed and confirmed that the event of black spot is defined in the risk documentation. The initial reported allegation of black spot was not confirmed. The connector fracture and burn marks on the connector are unrelated to the initial black spot allegation. However, based on the finding, the connector fracture and burn marks were probable caused by the interaction with the console. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.